Manufacturer narrative:
Concomitant medical product: d224trk ICD implanted: (B)(6) 2010; 5076-58 lead implanted: (B)(6)2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead was causing phrenic nerve stimulation and diaphragmatic stimulation. The lead was capped and a was not replaced. No patient complications have been reported as a result of this event.